Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was explanted when the patient had a spine surgery. It was unknown if the spine surgery was device related. No further information could be obtained despite good faith efforts.